Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received battery out limit even after placing a new battery in the insulin pump. The customer¿s blood glucose level was 268 mg/dl. The customer reports they were able to clear the alarm. The device will not be returned for analysis.